Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was exhibiting cross talk from atrial pacing ventricular sensing on approximately 100 milliseconds so cannot program blanking any further. A boston scientific technical services (ts) discussed programming options and called to suggest that they may not have enough slack in the lead but sounds like they were repositioning the right atrial (ra) lead and they were upgrading the patient from single to dual chamber which was they were in the pocket. The ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.